Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol - 3dmax (device 1). An additional emdr was submitted to represent the bard/davol - 3dmax (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿. Addendum per legal claim: attorney alleges per short form that the patient underwent surgery for implant of unspecified bard/davol 3dmax and perfix light plug on (B)(6) 2010 and/or on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿on the left side, a direct hernia defect was noted and reduced from cord structures. A 3dmax (device 1 - left) was placed and sutured. On the right side, a direct hernia defect was noted and reduced from cord. A 3dmax (device 2 - right) placed and sutured.¿. On (B)(6) 2017 - patient was diagnosed with bilateral inguinodynia thereby underwent robotic assisted repair with removal of 3dmax (device 1 and 2). Per op notes, ¿both the meshes (device 1 and 2) was easily identified and cleared off from the attachments. Prior meshes (device 1 and 2) were excised entirely.¿. On (B)(6) 2018 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug light (device 3). Per op notes, ¿the hernia sac was identified and freed from the cord structures. A perfix plug light (device 3) was placed and secured using sutures to pubic tubercle, conjoined tendon and shelving edge and covered direct and indirect spaces.¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿